Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly several times. Customer reported an elevated blood glucose level of high (bg). Customer administered a manual injection of insulin as well as a correction bolus via the pump. Customer reverted to an alternate method of insulin therapy.